Manufacturer narrative:
Surgical intervention; adhesion occurred. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / vicryl suture involved caused and/or contributed to the adverse events described in the article, specifically: seroma? Minimal pelvic adhesion? If yes, provide details of event and specific suture product code. (B)(4).

Event description:
It was reported in a journal article that the patient underwent a laparoscopic strassman metroplasty procedure on unknown date and the suture was used interrupted and placed intermittently in the posterior and anterior wall of the uterus with care taken to exclude the endometrium. During the procedure, as the suture was tied, the opposing myometrial edges were apposed, forming a single uterine cavity. Finally, the serosa of the uterus was apposed with continuous baseball intracorporeal suture to prevent adhesion formation. A repeat hysteroscopic and laparoscopic examination was performed three months later. The filmy adhesion of the uterus to omentum was noted and easily released with scissors at the second surgery. Additional information has been requested.